Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown morphine. Dose and concentration information was unknown. It was reported that the patient had an explant of the pump at an earlier date. The catheter was partially removed and tied off. It was unknown why the explant occurred. The patient went in on (B)(6) 2024 for an implant and the rep was informed that the patient had the previous explant. Environmental, external, and patient factors that may have led or contributed to the issue were unknown. Diagnostics/troubleshooting performed were unknown. At the time of this report, the issue was unknown and the patient status was "alive-no injury". Additional information received on 2024-12-26 indicated that the reason for the pump explant was that the patient had an infection at the pump site, therefore the pump was explanted by the physician. The explant date of the device was unknown. The device was discarded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2024, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient reported that the pump had come through their body so they had to get a new one. This all happened (B)(6) 2024 and the pump was protruding out of their body and it hurt.